Event description:
This lead was implanted on (B)(6) 2001 and was capped on (B)(6) 2012 due to high thresholds. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).